Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an laparoscopic procedure, the device was hard to fire. The first clip ws mostly malformed. It is unknown if another device was used to complete the procedure. There were no adverse consequences for the patient.